Event description:
It was reported that water leaked on the day of use.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. The device was being used for treatment at the time of the reported event. The device met specifications. Visual inspection noted one two-way foley catheter was received with cut portion of the inlet tubing and sample port connector. Small holes appeared to be at the shaft. The catheter balloon was attempted to be inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). It was allowed to rest for 30 minutes with no leaks. The balloon passively deflated all 10ml with no issues, no cuffing, and balloon concentricity was observed to be 50:50. The catheter measured to be 12 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked on the day of use.